Event description:
Procedure: esophagectomy. According to the reporter: the staple line was inspected visually, and appear normal and intact. A perioperative leak test was performed with an endoscope and the staple line appeared hemostatic. Eighteen days post-op, the pt entered the ER with symptoms consistent with gastric leak. The pt was brought back into the or. The staple line was completely disrupted. No necrosis or ischemia was present. The staple line edges were re-approximated and oversewn with suture.